Manufacturer narrative:
(B)(4) for the reported event of guide catheter broke. Investigation found out that the guide catheter was detached and kinked at the proximal end. The proximal tip of the guide catheter was enlarged indicating the guide catheter was securely attached over pull wire cannula during manufacturing. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device therefore, the most probable root cause for this event is 'operational context.' A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during a placement of a biliary stent procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, resistance was encountered when the stent was attempted to be released. Despite the resistance, the inner sheath was pulled thus, the black inner catheter broke off. The detached inner catheter was removed out of the patient using forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".